Event description:
It was reported that during an aveir dr implant procedure when placing the right ventricle leadless pacemaker (rvlp) that the device was prematurely released from the delivery catheter when transitioning to tether mode. The electrical parameters were within acceptable ranges, and fixation was confirmed by the chevron marker, therefore the rvlp was left in place. There were no patient consequences.